Event description:
Reportedly multiple cartridge alarms occurred. A new cartridge was successfully loaded to address the events. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.